Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited inside of lightguide lens and forceps elevator had foreign material. The distal end had a gap and there was corrosion around the forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction on field: h6 (medical device problem code: material separation was inadvertently omitted in the previous report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the investigation results, the foreign material inside the light guide lens couldn't be removed by reprocessing because it was not on the external surface. The glue on the light guide lens likely peeled off due to physical stress (hitting or dropping the distal end) or chemical stress (cleaning solutions). This allowed humidity to enter the lens, causing corrosion. Additionally, it was not definitively determined what the foreign material in the forceps elevator and distal end (glue between the distal end and server plug-in) was. There was no damage to these areas, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The suggested event (foreign material in light guide lens) is detectable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection the suggested events (foreign material at forceps elevator, gap at distal end and corrosion around are forceps elevator) are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.